Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of two access sites in the right common femoral vein using the pre-close technique via an 8f sheath hole prior to a pulse field ablation (pfa) interventional procedure. Reportedly, the first prostyle device experienced a cuff miss [suture retrieval issue] and the second prostyle knot failed to advance at the first access site. The second suture was intentionally cut and removed. At the second access site, the suture of the first prostyle device came out with the formed knot intact. The sutures of two new perclose devices were successfully pre-placed at the first access site. The suture of one new perclose device was successfully pre-placed at the second access site. The sheath was upsized to a 16.8f sheath at the first access site and 11f sheath at the second access site. The pfa procedure was completed. Hemostasis was achieved with the pre-placed perclose sutures at both access sites. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.